Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead r-waves was noted diminishing and also exhibited an in intermittent rv capture. Moreover, it was noted that the impedance dropped from 550 to 300 ohms. Further, it was thought that there could be a microperforation. This rv lead was explanted. No additional adverse patient effects were reported.